Event description:
It was reported to st. Jude medical in 2001 that noise was detected. St. Jude medical was notified on 12/2001 that during lead revision due to insulation break, the lead was destroyed and will not be returned for evaluation.